Event description:
It was reported by service report that the head end of the stretcher will not go up and the fowler will not lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval, result: fowler, set screw.